Event description:
The problem was observed on 9/22/97. Caregiver of home health pt reported that the product was corroded and did not want to use product on pt. Home infusion nurse confirmed pt's report. Pt discarded needle into sharps container preventing its return to the pharmacy for examination. Product number is 1m8463.